Event description:
Manufacturer was informed through device tracking about an intra operative explant of a carbomedics reduced aortic valve r5-029 on (B)(6) 2025. No information is available at this time.

Manufacturer narrative:
Manufacturing is retrieving further information from healthcare facility and performing review of manufacturing documents; will submit follow-up report upon availability of new, relevant details.

Manufacturer narrative:
Updated sections b4, b5, d9, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review, no manufacturing deficiencies were noted. Furthermore, based on the information received from the site, there was no malfunction with the device. As such, the cause of the event can be related to non-device related factors.

Event description:
Manufacturer was informed through device tracking about an intra operative explant of a carbomedics reduced aortic valve r5-029 on (B)(6) 2025. Further information confirmed that valve was explanted intraoperatively. The valve was explanted as the patient underwent a heart transplant instead. No device malfunction was identified. Patient recovering well following heart transplant.